Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure of chronic total occlusion in the superficial femoral artery below the knee via ipsilateral approach using 6fr sheath, the sheath allegedly failed to be inserted and the tip of the sheath was damaged. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the halo device was returned. The sheath tip was squashed, three minor bends were also noted along the sheath shaft. The dilator tip exhibited two splits both measuring 1/2 mm, one bend was also present on dilator shaft. The result of the investigation is confirmed for the reported failure to advance and damaged sheath tip issues. The root cause for the reported failure to advance and sheath damaged tip issues could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: indication for use: the halo one¿ thin-walled guiding sheath is indicated for use in peripheral arterial and venous procedures requiring percutaneous introduction of intravascular devices. The halo one¿ thin-walled guiding sheath is not indicated for use in the neuro vasculature or the coronary vasculature. Warnings: 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. 11. Failure to deactivate the procedural device prior to removal through the sheath may cause damage to the sheath and may result in patient injury. Precautions: 1. The halo one¿ thin-walled guiding sheath shall only be used by trained physicians. Access procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment and / or ultrasound. 4. The minimum acceptable sheath french size is printed on the package label. Do not attempt to pass devices through a smaller size sheath introducer than indicated on the device label. 8. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 9. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 11. Remove the dilator from the sheath slowly to avoid incomplete closing of the valve resulting in blood leakage. 15. Take care when loading the tip of the dilator over the guidewire to avoid damage to the dilator. 20. If resistance is felt during post-procedure withdrawal of the procedural device, it is recommended to remove the procedural device, guidewire, and sheath as a single unit. 22. Proper functioning of the halo one¿ thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one¿ thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Directions for use: 7. At the operator¿s discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. 8. Backload the distal tip of the halo one¿thin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 9. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) 10. Carefully advance the dilator and the sheath over the wire to the site required within vessel. The radiopaque marker identifies the sheath tip location under fluoroscopy. 11. Disconnect the dilator hub from the valve by bending to the side to unsnap from the valve cap (figure 8). Remove the dilator slowly while holding the sheath in place and ensuring the guidewire remains in place (figure 9) as required. 12. Load the procedural device over the pre-positioned guidewire. 13. Advance the procedural device carefully into the centre of the valve diaphragm and through the sheath to the treatment site (figure 10) while maintaining the sheath position. 14. Position the procedural device relative to the lesion to be treated (figure 11) ensuring the active mechanism portion of the procedural device is not within the sheath. D4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of chronic total occlusion in the superficial femoral artery below the knee via ipsilateral approach using 6fr sheath, the sheath allegedly failed to be inserted and the tip of the sheath was damaged. It was further reported that another device was used to complete the procedure. There was no reported patient injury.